Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was in the hospital for an event unrelated tot he pump, on (B)(6) 2014, the patient experienced a gi bleed in the upper gastrointestinal area. The patient received a blood transfusion of 8.00 packed red blood cells on (B)(6) 2014. Additional information was received from the vad coordinator that on (B)(6) 2014, the patient experienced a gi bleed. The site of the bleeding was unknown, but the guaiac stool test was positive. The patient admitted into the hospital. No transfusion was reported. It was reported that the date of resolution was (B)(6) 2014.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.